Event description:
It was reported that this patient received an inappropriate shock due to noise oversensing. Reportedly, the patient has a concomitant non-boston scientific pacemaker, and he is completely therapy dependent. Technical services indicated that the oversensed noise could have been air trapped in the subcutaneous implantable cardioverter defibrillator (s-ICD) system, as it was implanted the day prior of the shock or related to the concomitant device. However, x-rays were performed, and this implantable electrode was found dislocated, in the breast tissue, which was presumably causing the oversensing issue. Subsequently, this implantable electrode was repositioned and remains in service. The sicd remains in service as well and no additional adverse patient effects were reported.

Event description:
It was reported that this patient received an inappropriate shock due to noise oversensing. Reportedly, the patient has a concomitant non-boston scientific pacemaker, and he is completely therapy dependent. Technical services indicated that the oversensed noise could have been air trapped in the subcutaneous implantable cardioverter defibrillator (s-ICD) system, as it was implanted the day prior of the shock or related to the concomitant device. However, x-rays were performed, and this implantable electrode was found dislocated, in the breast tissue, which was presumably causing the oversensing issue. Subsequently, this implantable electrode was repositioned and remains in service. Further information received indicates the patient has suffered more inappropriate therapy due to atrial driven arrhythmias. Low amplitude morphologies were noticed in primary and secondary vector configuration. Ts suggested to increase the condition shock zone or ultimately upgrade to cardiac resynchronization therapy defibrillator system. No additional adverse patient effects were reported.